Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.037.012s, synthes lot # h812702, supplier lot # n/a, release to warehouse date: 17 jan 2019, expiration date: 31 dec 2028, manufacturing location: (B)(4). No ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent removal surgery due to pain. There was no broken implant reported. The surgeon then converted patient to a total hip arthroplasty. Removed hardware successfully. Patient consequence unknown. This report is for one (1) 10mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 3 for (B)(4).